Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/a33and excessive no delivery test. Unable to verify e70 alarm in alarm history screen due to overwritten history file. No excessive no delivery alarm or motor error alarm noted. All operating currents are within specification. Off/no power alarm function properly and passed self test. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned multiple motor error alarms, no delivery alarms, and battery out limits. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.